Event description:
Related manufacturer reference number 3006705815-2019-02071. It was reported the patient lost effective coverage due lead migration. Surgical intervention may be planned to address the issue.

Event description:
Related manufacturer reference number 3006705815-2019-02071. Additional information received advised that the patient underwent surgical intervention on (B)(6) 2019 wherein the leads were repositioned. Effective therapy was restored post procedure.

Event description:
Related manufacturer reference number 3006705815-2019-02071. Additional information received stated that the patient's leads were explanted and replaced on (B)(6) 2019 and not repositioned as previously indicated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-02071.